Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose value was 97mg/dl. Customer stated that the battery compartment was cracked. Customer was advised to discontinue use of the pump and revert to backup plan per health professional's instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked battery tube threads. Insulin pump passed the displacement test, idle current test, run current test, self test and off no power test. Insulin pump received with normal operating currents. No blank display noted.